Event description:
This case was reported by a nurse in the pediatric intensive care unit. The nurse reported that the luer lock connection had caused injuries to 2 of their pts. One pt had a spinal injury (altered sensation) and was not aware. The second pt was intubated sedated ards pt (unable to communicate discomfort). Reporter states both pts received grade one pressure injuries as a result of the luer lock; it left redness and a clear imprint of the luer lock on their thigh. The second pt did have a small area of their skin breakdown but was unaware due to their edematous state. They have only used this product on 2 pts and since these issues have occurred they are no longer using this product. For the 2 pts that have them currently connected the nurses have wrapped foam around the luer lock to stop any more injuries. The nurse had also advised that the double tubing inside the drainage set does slow down the process. Reporter also states the white valve at the top of the drainage set appears to not open to allow small amounts of urine to drain.

Manufacturer narrative:
Based on the available info, this case would be deemed a serious injury according to the "grade one pressure injuries" and "skin breakdown" described by the reporter. It was reported that the nurses had to wrap foam around the luer lock to prevent further injury, thus impeding urine flow/drainage. Obstruction to the flow of urine could lead to a build up of urine in the bladder exposing the pt to a risk of infection or damage to the organs of the urinary system. No new event/pt details have been received from the reporting user facility. A sample return is not expected for eval. Reported to FDA on (B)(6) 2013.